Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred. Customer did not have an alternate insulin method available, tandem customer technical support made multiple attempts to verify a back-up method was obtained; however, customer did not respond. Customer¿s blood glucose level was 198 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 198 mg/dl.